Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing and low pacing impedance. Programming changes were made. The patient was stable.